Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had an implantable neurostimulator for their nerve pain in their arms. The device did not help with the pain and the battery unit was implanted in their buttock and caused a problem with the left leg. The battery unit was removed 2 years later at the local hospital, although the electrodes and the wires down to just above the waist were left.